Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the hand activation button was not working on the devices. A same like device was used to complete the procedure with no pt consequence. There was no pt consequence.